Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a seizure caused by a hypoglycemic event which was triggered by pt's repeated intake of insulin, basing his treatment decisions solely on readings of his cgm, without measuring his bg a single time. On the morning of (B)(6) 2011, pt work up to cgm reading 297 mg/dl and decided to take 6.1 units of insulin, went back to bed, woke up to a cgm reading of 300 mg/dl and took 8.6 units of insulin. Lastly he work up to a cgm reading approximately 300 mg/dl again and decided to take 10.5 units of insulin. Pt doesn't remember much after this but waking up to paramedics. His girlfriend had been trying to treat him with juice and gel but was unsuccessful. Pt has been advised to confirm his bg levels before making therapeutic adjustments. At the time of his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.